Event description:
It was reported via legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2017 where he was implanted with recalled optetrak devices. On (B)(6) 2022, plaintiff underwent left total knee revision surgery due a ¿mechanical loosening of internal left knee prosthetic joint¿, approximately 4 years 11 months post initial procedure. His physician noted evidence of polyethylene wear and osteolysis. Plaintiff¿s left knee revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear, loosening, and osteolysis as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, patellar loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.